Event description:
This unsolicited device case from united states was received on (B)(6) 2013 from a physician. This case involves a (B)(6) female patient, who experienced right knee effusion after receiving treatment with synvisc. Past medical history include moderate grade osteoarthritis of right knee since 8 years with presence of joint narrowing and osteophytes and knee effusion (18 ml of fluid aspirated before first injection). Past medication included non-steroidal anti-inflammatory drugs (nsaids) and steroids. Concomitant medications and concurrent conditions were not reported. On (B)(6) 2013, the patient started treatment with synvisc, at a dose of 2 ml, once weekly (route of administration unknown, lot number: u1207 and expiration date not provided) in her right knee for osteoarthritis of right knee. On (B)(6) 2013, the patient received the second synvisc injection. On (B)(6) 2013, the patient completed treatment with synvisc. On an unspecified date in 2013, patient developed severe effusion in her right knee. Action taken: no action taken. Corrective treatment: arthrocentesis was performed on (B)(6) 2013 and 30 cc of fluid was aspirated and on (B)(6) 2013 35 cc of fluid was aspirated. Outcome: recovered on 09/10/2013. Reporter causality assessment: definite. (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Additional information was received on (B)(6) 2013. Ptc investigation report was added. Additional information was received on (B)(6) 2013 regarding the patient details, past medical history, past medication, therapy details, lot number, corrective treatment and event outcome.